Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue.

Event description:
A touch screen issue was reported. There was no patient involvement.